Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with these issues during the production of this batch. However, a trend has been identified for the reported failure of retraction failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd insyte autog bc needle did not retract and bc seal broke resulting in leakage. The following information was provided by the initial reporter: injuries or adverse event: no. Reported issue: "the needles were not retracting back and causing the seal to break making the blood flow coming out all over the patient. This happened. With nurse 1once and nurse 2 once. Immediately pulled that lot number so it did not happen again after that.¿ additional info received on 06-oct-23. Hello, I believe it was either september 7th or 8th and definitely on september 11th. Additional info received on 09-oct-23. Unfortunately the rest of the needles were used since we did not have any replacements in time and no patient care was affected. The rest of the needles in that box did not have any defects reported by staft using them.